Event description:
I had the essure method completed around 2006 with no prior major medical issues other than asthma, which I had grew out of. Afterwards, I started having extremely heavy cycles, polyps which would break and cause bleeding, severe chronic back pain but I was also diagnosed with lupus/rheumatic arthritis in 2009. This has drastically impacted my life and my ability to do things that prior I would have had no issues with.